Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3, primary stability was achieved, the time of loss in time of relation to restoration was between 1 and 5 years after prosthetic restoration, consumer also reported that the patient had a fracture.

Event description:
The consumer reported that the patient had a tooth type of 3, primary stability was achieved, the time of loss in time of relation to restoration was between 1 and 5 years after prosthetic restoration, consumer also reported that the patient had a fracture.